Event description:
Customer reported the system is intermittently not booting up properly and images seem to be washed out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer pcb kit, display adapter pcb, image processor pcb and hard drive. Flashed all persistent program nodes, reloaded system software and all calibration files data. Tested system using all functions, system operates as intended.